Manufacturer narrative:
A getinge field service engineer (fse) reports "auto fill error". Upon arrival by fse auto fill error duplicated, investigation revealed blood in pim causing reported issue, no blood present past safety disc. Pim ordered. Return visit replaced pneumatic module assy to resolve reported issue. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) had auto-fill error.there was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).